Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had major bleeding in the lower gastrointestinal tract. They received a transfusion on (B)(6) 2026. The approximate number of units of red blood cell concentrate transfused per 24 hours was between 8 and 16 units. The patient's prothrombin time international normalized ratio (inr) was 2.5 iu, and their platelet count (plt) was 23.8 × 10s/ l. The patient was on warfarin and aspirin. The causal relationship with the device was probably related due to ventricular assist device (vad) specific hemocompatibility. The cause of the bleeding was unknown.